Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the unidentified foreign material in the air/water cylinder and tube and the nozzle could not be identified. However, it¿s likely the cause is related to insufficient reprocessing. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device evaluation noted that the air water cylinder and tube and the nozzle have foreign material. This condition was due to handling, insufficient cleaning. Furthermore, inspection found the following : the air water cylinder has no color, the suction cylinder has no color, the light guide lens has a crack, the adhesive on the distal end rubber has a crack, the connecting tube has a cut, and the universal cord has coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The device evis exera iii colonovideoscope was sent in for an annual inspection with no complaint received from the customer. During the evaluation the following reportable malfunction was found: the air water cylinder and tube and the nozzle have foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.